Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the clinic for a routine follow-up. Upon interrogation, the ICD exhibited anomalous rate behavior due to pvab (post-ventricular atrial blanking) programming which inturn induced at/af. No further information was available.